Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The blood glucose reading was 44 mg/dl. No further details given. No harm requiring medical intervention was reported. No product is expected to return for analysis